Manufacturer narrative:
Investigation results: an ultraflex esophageal distal release stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was partially deployed. It was possible to deploy the rest of the stent as received. There was no issue with the stent and no other issues were identified during the product analysis.   Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex esophageal distal release stent was to be used to treat a tight and malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was dilated prior to stent placement. According to the complainant, during the procedure, the physician started releasing 10 cm of the stent when the resistance was felt and the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was not completed due to this event. Reportedly , the patient reported some discomfort due to the stent placement procedure. But the patient was stable post procedure and there were no other patient complications reported.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex esophageal distal release stent was to be used to treat a tight and malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was dilated prior to stent placement. According to the complainant, during the procedure, the physician started releasing 10 cm of the stent when the resistance was felt and the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was not completed due to this event. Reportedly , the patient reported some discomfort due to the stent placement procedure. But the patient was stable post procedure and there were no other patient complications reported.